Manufacturer narrative:
(B)(4). Investigation summary: bdj received nine (9) actual customer samples to be evaluated and eight (8) photos from the customer facility. The samples and photos showed the customer¿s failure mode of: ¿embedded fm (tube)¿ and ¿fm¿. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Based on the investigation, the most likely root cause is that the embedded fm (molding defect) is indicative of resin colorant and/or resin adhering to the interior of the mold core and breaking free during production. This would typically be seen during the start of a run, or if the mold had to be stopped for maintenance and then restarted.

Event description:
It was reported that foreign matter "black spots" were discovered in tubes prior to use with 7 bd vacutainer® no additive (z) tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: black spot was found in tubes.